Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis was not completed. Therefore, this device was not cleared for implant, and a different device was implanted instead. No patient involvement. To date, this device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis was not completed. Therefore, this device was not cleared for implant, and a different device was implanted instead. No patient involvement. Product return is expected.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis was not completed. Therefore, this device was not cleared for implant, and a different device was implanted instead. No patient involvement. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this device model is stored in environments where temperatures can drop below the recommended storage temperature (such as a local area sales representative's car), battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. It is expected behavior for the battery voltage to subsequently recover and return to normal levels once the device is removed from the cold temperatures. The battery did recover after the device was removed from the cold. Analysis determined the first recorded instance of code 1003 occurred on (B)(6) 2023. As such, the event date has been modified from (B)(6) 2023 accordingly.